Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, during fluoroscopic inspection of the valve load, a fold was identified in the valve frame, but did not appear to extend passed the fourth node. The delivery catheter system (dcs) and valve were brought to the back table to ¿fix¿ the fold. A second fluoroscopic inspection was performed. The fold was still observed, but appeared smaller than the previous inspection and considered a good load. The system was inserted into the patient and implant was attempted. The valve and dcs were advanced to the aortic annulus. When the valve was deployed to 80%, an infold was noted in the valve frame which resulted in severe paravalvular leak and aortic insufficiency, and the patient began to decompensate. The patient was ¿medically managed¿ while the valve was withdrawn from the patient and a new valve was implanted. These events resulted in a 5-minute procedural delay and prolonged hospitalization. After the case was complete, procedural images were reviewed frame-by-frame. The fold in the valve frame was observed slightly extending past the fourth node, but this was not observed to be past the fourth node at the time of the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. The other relevant device is: product ID: evolutfx-34, serial (B)(6) , ubd: 27-jan-2026, UDI (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.